Manufacturer narrative:
In a gfe response from the customer received on 31may2023, it was stated that the customer would wait to order the parts. No further response or information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device needs a new screen. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that there was no display. It was advised to the customer to replace the liquid crystal display (lcd) assembly, the lcd cable, the user interface (ui) printed circuit board assembly (pcba) to lcd cable, the ui pcba, the lcd tray, and a screw set. These parts are required in order to upgrade from the 1st generation ui pcba to the 2nd generation ui pcba, so that the 2nd generation replacement lcd assembly functions correctly. The customer informed the rse that they would order the parts to repair the device. In a good faith effort (gfe) response from the customer received, it was stated that they had not yet ordered any of the parts. Further gfe attempts are being made to confirm the part order, part replacement, and resolution to the display issue. This investigation is ongoing.